Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she still needed nerve blocks to help because the stimulator did not help as much as the patient needed it too. The chemo for her leukemia had destroyed the nerve endings of her torso and if she was too active, her nerveendings became enraged and the stimulation hurt her. It was noted the stimulator worked fine unless her nerves got enraged. Then, the stimulator hurt her and she would need prednisone or steroids to calm her nerves down because the stimulator got her nerves even angrier. When the prednisone was helping the nerves, then the stimulator worked great and the patient could be very active, if the patient sat for too long on an airplane or in a waiting room, then sitting exacerbated it depending on how long the patient say. This had been happening for 6-7 months. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.